Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the pacemaker revealed the right ventricular (rv) lead and the right atrial (ra) lead was found to exhibit noise over-sensing. Programming changes were made to resolve the oversensing. The patient was in stable condition.